Manufacturer narrative:
(B)(4) clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: the event of infection is a known potential adverse event addressed in the product labeling. The event of uti, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient was injected about three months ago in the lips with juvéderm® ultra xc. Patient was concomitantly injected with botox®. Patient reported experiencing bruising, swelling of the lips and insisting of having contamination in the injected area. Patient was placed on phrophylactic antibiotic therapy. Patient is still convinced that they has biofilm in lip area and reported experiencing burning, occasional blisters, shedding in the lip area and overall patient reported of not doing well. Biopsy was not provided. Healthcare professional reported they dissolved once. But patient continued to experience headache, white painful nodules on lips, lesions inside of mouth, fatigue, dizziness, anxiousness and burning sensation to face with the additional events that have been deemed device not related of tingling sensation in both arms and legs, floaters in the eyes, spine pain, kidney pain, congestion, slight cough and uti. Patient was seen in the emergency department 5 times with no resolution in symptoms. Patient reported being treated with amoxicillin, macrobid, clindamycin, IV antibiotic, doxycycline, gabapentin and hydrocodone. Patient has had MRI of brain, extensive blood work with no findings. The symptoms are ongoing.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, the healthcare professional reported that the patient was currently experiencing ¿granuloma¿ in the lips and an ¿untreated vascular occlusion.¿ biopsy was not provided. The event is ongoing.

Event description:
Per medical review, the reported symptoms are not the clinical presentation for vascular occlusion and use error.